Event description:
The reporter called and alleged that the device gave a result of 1.1 inr from a doses test strip. She also reported that the device did not recognize the blood drop being applied to the test strip prior to inserting the dosed test strip. The device was replaced and requested to be returned for evaluation.